Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer had been hospitalized. Customer was found unresponsive. Customer had an infection of unspecified origin. Customer's blood glucose was 440 mg/dl. Customer was wearing the device at time of the 911 call. Customer declined troubleshooting. Customer will not be returning the device for analysis.